Manufacturer narrative:
The pump was received with a completely cracked end cap. The pump passed the stop and run currents test, self test, and unexpected restart error tests. Unable to verify the compromised force sensor system alarm or perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to the cracked end cap. The pump had a cracked case at the display window corners, a broken reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Some compromised force sensor system alarms were also found in the alarm history. Customer's blood glucose level was 11 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.